Event description:
It was reported that the pk dissecting forceps instrument forceps were noted to be broken during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found upon visual inspection that the instrument showed no broken grips. One grip was bent, causing side-to-side misalignment of grips. There is a .144 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. There were visible char marks on the yaw pulley but no damage to the conductor wires. No broken pieces. Melted from thermal damage. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.